Manufacturer narrative:
In response to FDA report number: mw5101416. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Patient additionally reported rheumatoid arthritis, interstitial cystitis, dry eye, brain fog, fatigue, and breast implant illness all not related to the device. The device has been explanted.